Event description:
Provider spoke with al in tech service ext 7973 about a first generation arrow power chair from 2000 without a serial number to advise that the right motor is dragging. Provider hung up before any additional information could be obtained.